Event description:
It was reported by the customer that the pump modules were infusing 3% saline, maintenance IV fluids, and "art" line fluids; the rn was changing the dose of 3% saline, when suddenly the screen was frozen and the message "system error" appeared and the pumps began flashing and beeping. There was patient involvement, but impact unknown. Although requested, further information was not provided.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported by the customer that the pump modules were infusing 3% saline, maintenance IV fluids, and art line fluids; the rn was changing the dose of 3% saline, when suddenly the screen was frozen and the message "system error" appeared and pumps began flashing and beeping. There was patient involvement, but impact unknown. Although requested, further information was not provided.